Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Unit was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was 143 mg/dl. The customer reported that there was water under the screen. The customer reported that this occurred while in the shower. Customer stated they did not hear fluid when shaking the insulin pump. Customer stated they see fluid under the screen. Customer stated the insulin pump was not dropped. Customer stated there were cracks in the insulin pump. They customer stated that there was a small hairline crack on the back belt clip rail on bottom left shown upon inspection. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.